Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress incontinence. It was reported that the patient had the concurrent procedures of video hysteroscopy with essure tubal ligation performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2011 because of transvaginal mesh exposure. It was reported that the patient underwent mesh removal on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dysfunctional uterine bleeding.